Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 08/06/2013 with the following results: testing confirmed the keypad is torn over the down button. The ok and down buttons have an intermittent response. Removed the keypad and found contamination under all button contacts. And the down contact was inverted.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter alleged that the rubber on the keypad is lifting up and torn at the 'okay' button. The 'up/down' arrow and the 'okay' button have to be pressed multiple times before the pump responds, which has been ongoing for several months and occurred before the damage to the keypad. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.